Event description:
I had lasik eye surgery in 2007. Beginning one year after the procedure, I began experiencing extremely dry and red eyes. Over the past six months, the problem has gotten dramatically worse. My eyes hurt all the time, and the entire nasal side of the white part of my eyes are extremely red and irritated all the time. I have been to three eye ophthalmologists a total of 5 times in the last two months, and no one seems to have an answer. The last dr I went to performed a schirmers test, and both eyes scored <5 mm which means extremely dry eyes. The dr that performed my lasik surgery did not do a schirmers test on me. I feel that the dr did not adhere to his standard guidelines, and properly screen me for this potential problem. My personal life and career have been significantly affected in a negative way.